Event description:
It was reported that the patient underwent an open primary ventral hernia repair procedure on (B) (6) 2008. There was wound closure with suture. The patient was discharged on (B) (6) 2008. Post-operatively on (B) (6) 2008, it was found that the patient had developed a superficial wound infection on the lateral area of the incision. The patient underwent wound debridement and purulent drainage from the wound was cultured. The culture showed (B) (6). The patient was given levaquin 500mg by mouth for 14 days.

Manufacturer narrative:
(B) (4). (B) (4) - wound infection. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: there are two possible devices involved in the event as follows: coated vicryl (polyglactin 910) suture, monocryl (poliglecaprone 25) suture. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2008-00478. The same patient is represented in each medwatch.